Event description:
Customer reported via phone call that the buttons on the insulin pump have been more sensitive. Blood glucose value was 88 mg/dl. The customer noticed the keypad issue since (B)(6) 2015. Customer did not recall any significant event leading to the issue and stated it could have been due to snow. The customer also reported that the insulin pump has physical damage. It has a crack on the upper right hand corner of the screen, at the battery compartment and from the reservoir window to the esc button. Customer does not know how the damage occurred. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened button dome switch. The keypad overlay was inspected and no damage was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot and a cracked case at the reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.